Manufacturer narrative:
Attempts to retrieve additional information is unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards received information that a patient with a 19mm carpentier-edwards perimount aortic valve underwent valve-in-valve procedure after an implant for unknown period due to unknown reason. The device was replaced with a non-edwards valve without any adverse event reported. Patient outcome was reported as recovering.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.